Manufacturer narrative:
Product analysis: the customer comment that the epg had no pacing output was confirmed and whilst no fault was found in the epg, the issue was attributable to the patient cable which was found to have had an open circuit. The cable was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) in use with a patient cable had no output pulse (pacing) during set up. The epg and patient cable were returned to service. There was no patient involvement.